Event description:
On (B)(6) 2020, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately post injection the healthcare professional observed a foreign body in the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the foreign body was removed from the eye without complication and without injury to the patient. The rao600c iol remains implanted. The event description provided states that a "sliver of plastic" had to be removed from the eye following injection of a rao600c iol. The healthcare facility reported that the foreign body came from the injector. Based on available information, the foreign body introduced into the eye could possibly be delamination from the injector; however, it is also possible for the foreign body to have originated from any other materials used during surgery (e.g. Viscoelastic, surgical instruments). Despite it being confirmed that the foreign body had been retained and returned to rayner, the sample was never received for analysis. In the absence of the return sample, it is not possible to determine the nature and/or origin of the foreign body identified in the eye immediately post injection. In the absence of the return sample, it is not possible to determine the nature and/or origin of the foreign body identified in the eye immediately post injection. While it is possible for the contamination to have been introduced during manufacture, it is equally possible for it to have been introduced after the blister was opened. Our review of production records for the rayone aspheric rao600c batch 020150587 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone aspheric rao600c (february 2020) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone aspheric rao600c batch 020150587.

Manufacturer narrative:
(B)(4). The healthcare facility reports that the foreign body was removed from the eye without complication and without injury to the patient. The rao600c iol remains implanted. The event description provided states that a "sliver of plastic" had to be removed from the eye following injection of a rao600c iol. The healthcare facility reported that the foreign body came from the injector. Based on available information, the foreign body introduced into the eye could possibly be delamination from the injector; however, it is also possible for the foreign body to have originated from any other materials used during surgery (e.g. Viscoelastic, surgical instruments). The foreign body is being returned to rayner for examination. Evaluation of the foreign body will take place in order to try and establish its origin. Our review of production records for the rayone aspheric rao600c batch 020150587 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone aspheric rao600c (february 2020) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone aspheric rao600c batch 020150587.

Event description:
On 26th june 2020, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately post injection the healthcare professional observed a foreign body in the eye.